Manufacturer narrative:
Additional information: per the reporter: status of the eye is "all fine. Patient is happy! The surgeon will closely monitor the vault." Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6 -4.00/1.50/020 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was replaced with a same length but different model and diopter lens due to the surgeon implanting the lens for the right eye (od) into the left eye (os). This resolved the problem. Cause of the event is reported as user error. The device did not fail to perform as intended.

Manufacturer narrative:
Claim#(B)(4).